Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. There was a report of a patient death, but it was confirmed this ventilator was not in use when the event occurred. During the evaluation of the ventilator at the manufacturer's service center, the device shut down. The manufacturer is currently evaluating the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly shutting down during testing. The device's system board was replaced to address the issue. The system board was forwarded to the manufacturer's engineering department for further analysis. The issue could not be duplicated or confirmed by the engineering department. The system board was returned to the supplier for further analysis. The system board was found to meet specifications and no issues were identified. The manufacturer concludes the system board operates as designed.